Event description:
It was reported that during follow up in the clinic, loss of capture was noted on the patient's left ventricle (lv) lead. A chest x-ray confirmed lv lead dislodgement. The lv lead was explanted and replaced with a new lead. The patient was stable and recovering.